Event description:
Item ref m006791350 (boston scientific lithovue, single use digital flexible ureteroscope). Item was plugged into boston scientific screen but was not recognized by screen. Clinical staff wasted item on chart and plugged another in which worked fine.